Manufacturer narrative:
A definitive root cause could not be determined. Based on the results of the investigation, the most likely cause of the peeled and cracked adhesive was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the ultrasound gastrovideoscope had peeled and cracked glue around the ultrasound probe. There was no patient involvement.